Event description:
It was reported that the filter was tilted, and had perforated the mesentery. On (B)(6) 2002, the patient was implanted with a greenfield filter. The patient was experiencing deep vein thrombosis (dvt) in the left lower extremity. The filter was intended to be repositioned approximately every 10 days to prevent epithelialization, with the intention of the eventual removal of the inferior vena cava (ivc) filter. On (B)(6), 2022, the patient was admitted to the hospital for a scheduled adjustment of the ivc filter. During this hospital stay, the patient received thrombolytic infusion for a right lower extremity dvt and clot extending to the ivc, as well as right lower extremity venogram angioplasty, and thrombectomy. During a subsequent attempt to reposition the filter on june 07, 2002, the ivc filter was noted to be imbedded within the thrombus and therefore, was not able to be repositioned. On (B)(6), 2020, the patient received an abdominal CT scan to evaluate the ivc filter. The filter tip was located at the level of the renal veins. The proximal filter tip was noted to be tilted to the left, abutting the left lateral margin of the ivc. The visualized four ivc struts appeared intact with minimal strut perforation. No further patient complications were reported.